Event description:
It was reported that a patient had a resolute integrity drug-eluting stent implanted in the ramus artery. Approximately 3 days later the patient experienced an unexplained rash and itch on his body which got intense enough to cause superficial bleeding from his skin. He wasn¿t aware of any known allergies previous to stent implant and stated that he had pre-procedure blood work performed and didn¿t know if that entailed nickel sensitivity testing. His concern is that the stent might be the cause of this allergic reaction. He stated that he has been in contact with his cardiologist regarding this issue and his cardiologist is at a loss for what specifically may be causing this reaction. He has also seen a physician¿s assistant to a specific dermatologist twice and that she has recommended he meet with the dermatologist going forward as she was unable to provide a clear answer for the cause at this time.

Manufacturer narrative:
Results and conclusions: (root cause of the event could not be determined). Inherent risk of procedure ¿ (reaction). (No results available since no evaluation performed). - device or procedural images not provided for review. (None). ¿ device not returned for evaluation. (B)(4).